Event description:
The customer contact reported during preventive maintenance inspection at the user facility, the device touchscreen could not be calibrated during the touchscreen test. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, did not pass calibration during the touchscreen test. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device did not pass calibration during the touchscreen test. The possible cause is a broken touchscreen. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.